Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
The customer initially reported the ax-1370-bif ultralite plus module headlight system, serial number (B)(4) was burned through during a procedure. The 00mlx light source. Serial number (B)(4) was used during procedure when module melted/burned. The ax-1370-bif was purchased in 2003. Both the light source and headlight system are being returned for investigation. On (B)(6) 2012, customer reports via phone there were no pt or personnel issues. Doctor was performing oral surgery. This same headlight was used with a different 00mlx light source by this same doctor just prior to the doctor going to this second procedure. There was no damage to the ax-1370-bif headlight during that first procedure. The 00mlx reported here was the one used for the second procedure when the ax-1370-bif damage occurred.